Event description:
It was reported that the right atrial lead dislodged and exhibited loss of capture after the patient was involved in a car accident. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.